Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Upon release of the closure device, a thrombus on the threaded insert of the closure device was noted via transesophageal echocardiography (tee). No further patient complications were reported.